Event description:
It was reported that this right ventricular (rv) defibrillation lead and a non boston scientific device exhibited noise, oversensing, and inappropriate shocks to the patient. A revision procedure was performed to replace the device and rv lead; however, during the procedure the patient experienced a punctured lung and artery. A new device and lead were therefore not implanted. The patient was referred to have the lead explanted. The lead remains in service at this time. No additional adverse patient effects were reported.